Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and loss of capture along with high capture threshold measurements. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the additional information received: b5: describe the event or problem field. H6: device codes.

Event description:
It was reported that, during a follow-up, this non-boston scientific dual chamber pacemaker defibrillator exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Noise and far-field oversensing were also noted, resulting in episodes of nonsustained ventricular arrhythmia. Additionally, loss of capture along with high capture threshold measurements was observed. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.